Manufacturer narrative:
The device was evaluated. A service engineer (se) evaluated the device at the customer site. It was confirmed blood ingress buildup on both pinch valves. Found both pinch valves to be operational but found the portal valve to be getting stuck intermittently. The review of the data noted the arterial pinch valve appeared to be operating as expected for the full duration of the perfusion. It was also noted the customer was able to clear the pinch valves externally but requested a deep cleaning of the valves. The se proceeded to remove the pinch valves from the system, disassembled and cleaned the components thoroughly. The se verified both pinch valves to be functioning correctly during a short test. No other issues were found. Subsequently, the device passed all applicable testing. Therefore, device functioned as expected and it's likely the ingress caused the intermittent sticking.

Event description:
The device user (du) reported the portal pinch valve fully engaged when the device turned on, and arterial pinch valve fully disengaged. They visualized portal pinch valve was fully engaged. Troubleshooting performed but unable to hear if pinch valve was attempting to disengage. On gui (graphical user interface), pvp reading 0%. Instructed the du to run warm water down pinch valve, and use the brush provided in the cleaning kit to wash inside of pinch valve. The du stated inside of pinch valve appeared dirty. After washing, instructed du to troubleshoot. Portal pinch valve remained fully engaged. Steps repeated two more times with no resolution. The du then left device turned off for approximately 15 minutes. After powering back on, the portal pinch valve fully released. Ensured ha (hepatic artery) pinch valve working correctly per instruction of clinical director. They opted to move forward with using the device, however requested a loaner be present just in case.